Event description:
Customer reported emergency room visit due to high blood glucose readings of over 600 mg/dl. Customer reported that she is unsure if the insulin pump is delivering insulin as the customer's blood glucose readings were high. Customer stated that the blood glucose readings had been climbing since she showered. Customer reported symptoms of nausea and urination prior to the emergency room visit. Customer treated with five units of insulin and went to the emergency room. Customer declined any further troubleshooting. Customer stated that they recently had a low however treated with jelly beans and are doing fine. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The event type is also updated.

Event description:
The customer called back and reported that she went to the emergency room and they got the blood glucose under control. The customer reported that the issue seemed to be a bad site. The cannula was straight but had blood in it.